Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported he was unable to test due to his adc blood glucose meter not powering on with button press or test strip insertion and stated the issue began several days prior to him contacting customer service. Customer further reported that on (B)(6) 2015 at 4:30 a.m., he was unable to check his blood sugar and he subsequently "felt dizzy and passed out". Paramedics were called and upon their arrival, customer was reportedly diagnosed with hypoglycemia and administered unspecified intravenous treatment to "raise (his) blood glucose level". No additional treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Meter (B)(4) was returned and investigated with control test strips. Meter powered on with button depression and test strip insertion. No new issues were observed. Blank screen was not observed. The complaint was not confirmed.